Event description:
It was reported to philips that system could not make exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed using the fluoroscopy function. A philips field service engineer (fse) went onsite and observed a "low load fluoro ¿ tube problem" message on the system. Upon troubleshooting, it was found that cooling unit for the x-ray tube was faulty. Review of the system log file confirmed that the cooling unit issues. The fse replaced the cooling unit and returned to philips for further analysis. The analysis confirmed the malfunction and identified the failure was attributed to a leak at the de-aerating hose crimping, caused by softener (plasticizer) volatilization over time. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.